Event description:
It was reported that during routine follow up, the physician was unable to interrogate this implantable pacemaker. The programmer was changed several times and the pulse generator software was selected before interrogation. In addition, several kinds of magnets were applied on the pocket, however, the external echocardiogram (ECG) did not show any magnetic rate. The device was also reported to exhibit premature battery depletion and brady pacing rate not as expected. Reportedly, the last follow up was performed on (B)(6) 2020 and the battery exhibited good battery level. There is also no evidence of the patient being exposed to magnetic resonance imaging (MRI), and an x-ray was performed. The patient is not pacemaker dependent, however, the patient was hospitalized and the device was replaced the next day. The product is expected to be returned for analysis. No additional adverse patient effects. Information provided indicates the device is still stored in the hospital warehouse and is waiting to be released in order to be returned for analysis.

Event description:
It was reported that during routine follow up, the physician was unable to interrogate this implantable pacemaker. The programmer was changed several times and the pulse generator software was selected before interrogation. In addition, several kinds of magnets were applied on the pocket, however, the external echocardiogram (ECG) did not show any magnetic rate. The device was also reported to exhibit premature battery depletion and brady pacing rate not as expected. Reportedly, the last follow up was performed on october 6th, 2020 and the battery exhibited good battery level. There is also no evidence of the patient being exposed to magnetic resonance imaging (MRI), and an x-ray was performed. The patient is not pacemaker dependent, however, the patient was hospitalized and the device was replaced the next day. The product is expected to be returned for analysis. No additional adverse patient effects. Information provided indicates the device is still stored in the hospital warehouse and is waiting to be released in order to be returned for analysis. Additional information provided indicates the clinic is not able to send the device back at this time due to a change in their internal processes, which has stopped the device returns for the time being.